Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was possibly under delivering. Customer stated that they experienced hyperglycemia. He customer¿s blood glucose level was 260 mg/dl at the time of incident. The customer¿s current blood glucose value was 288 mg/dl. The customer treated high blood glucose with manual injection. No further patient complications were reported.